Event description:
Dealer states that when he goes to drive the chair the controller over heats. The motor has more power than the other motor. The chair starts to go out and consumer turns off chair to let it cool down. This happens everyday with this chair. No report of injury.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model 3gtqspbase, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1134791, rev.g (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information was received on this incident, however, the consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.